Event description:
Allegedly failed cup and stem suspected metal sensitivity. No ingrowth of either cup or femoral stem.

Manufacturer narrative:
Investigation is not complete. Event device code is addressed in the package insert. Add'l info has been requested. Trends will be evaluated. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2008-00205, 00207.